Event description:
It was report the when patient presented in-clinic for a follow-up, non-sustained lead noise alert was observed on a stored egm. A delay between the sensed events on the ventricular sense amp and discriminator channels lead to an inappropriate trigger for the alert. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.